Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The remaining portion of the device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
During a fixation of the labrum capsule the anchor broke off. One part of the anchor (with the structure) remain on the driver, the other part remain inside the patient. The surgeon tried to remove it but it was not possible to remove the fragment. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 25-apr: the unretrieved fragment is located at the glenoid. The part of the anchor attached to the driver was discarded. The patient did not suffer any consequential damage or impairment of any kind.